Event description:
Boston scientific received information that it was noted that this device displayed daily pacing impedance measurements were varying more than 500 ohms. It was noted that the pacing impedances had returned to more normal values. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.